Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the y-site closest to the patient of a clearlink solution set. This occurred about one hour into infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation fully primed. The reported leak from the y-site issue was not verified during evaluation; however, the device was found to be leaking from the tubing approximately 18 inches above the first y-site. Closer visual inspection revealed that the tubing had an approximately 1 inch cut/gouge. The cause of the cut/gouge was determined to be a manufacturing issue. A nonconformance has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.